Event description:
Interpulse handpiece was to be used, however, when the surgeon squeezed the handle, the equipment didn't function properly. After several attempts, it was removed from the field and another piece of equipment was opened to complete the case. No harm or delay. FDA safety report ID# (B)(4).